Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem) and d9 . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 7-may-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device and provided images confirmed implant fracture, polyethylene wear, and found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 02-mar-2015. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : no anomalies or deviations were found during the review.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2015 indicate the patient received a right total hip replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total hip revision of the head and liner due to hip squeaking and polyethylene liner wear. Upon entering the joint, blackened tissue and adhesions were encountered and removed. The femoral head shows considerable black stripe wear from contact with the cup through the worn liner. The surgery was completed without indication of complication by the surgeon. It should be noted that the patient has also received a left total hip with left hip revision. However, at the time of this review, it is unknown if the left hip components are depuy.